Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that after rebooting the timer button illuminated but would not start. An alternate timer was used. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.